Manufacturer narrative:
The customer returned thunderbeat (tb-0535fcs) with lot #kr859173 for evaluation. A visual inspection of the device was performed; foreign material observed, consistent with use. The distal end was inspected under a microscope; probe unit was cracked. The cracking point measures approximately at 0.626¿ from the tip of the probe. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Prompted with ultrasonic probe errors. Both switches were checked and found to be functional. The ptfe pad (teflon pad) was inspected and found it worn, with no metal exposed. The wiper movement was normal. The consistency of movement of the handle and jaw was loose. The rotation of the knob torque was normal and smooth. Based on the evaluation, the probe unit was cracked. The cracking point measures approximately at 0.626¿ from the probe tip. Ultrasonic probe errors was observed when a probe check was performed. The root cause to the damage of the tb-0535fcs was attributed to user mishandling. Per IFU, ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
The sales representative reported that there was damage to the jaw of the thunderbeat.